Event description:
It was reported that patient underwent a surgical procedure on an unknown date and a reservoir was connected to a drain. While priming the bulb the anti reflux valve dislodged. Another like device was used and there were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.